Event description:
The customer reported obtaining differential (diff) background failures upon startup on a coulter lh 750 hematology analyzer. The customer also identified a fluid leak of approximately 1ml from near the lower door of the instrument. The leak was not contained within the instrument and the customer could not identify its source. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/03/2015. The fse found an obstruction in the diff pathway, causing the diff lyse reagent at the diff shear valve, cvl 85/126, to be forced out the side of the tubing. He removed the valve and cleaned the diff pathway, which fixed the leak and the failing diff backgrounds. The repairs were verified per established service procedures. (B)(4).